Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation:uterus') and basedow's disease ('autoimmune disorder type of disorder: hyperthyroidism') in an adult female patient who had essure (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". Concomitant products included buspirone, cefalexin monohydrate (lexipron), levothyroxine, naproxen sodium (aleve) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2008, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced dental caries ("dental probs brittle and decay") and teeth brittle ("dental probs brittle and decay"). In (B)(6) 2017, the patient experienced basedow's disease (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems:bladder infect"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and hair colour changes ("gray hair") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, basedow's disease, genital haemorrhage, menorrhagia, metrorrhagia, psychological trauma, cystitis, fatigue, gastrointestinal disorder, dental caries, teeth brittle, hormone level abnormal, nausea, nervous system disorder, weight increased, migraine, anxiety and depression outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, headache, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, basedow's disease, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hair colour changes, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, teeth brittle, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event gray hair added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation:uterus') and basedow's disease ('autoimmune disorder type of disorder: hyperthyroidism') in an adult female patient who had essure (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". Concomitant products included buspirone, cefalexin monohydrate (lexipron), levothyroxine, naproxen sodium (aleve) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2008, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced dental caries ("dental probs brittle and decay") and teeth brittle ("dental probs brittle and decay"). In (B)(6) 2017, the patient experienced basedow's disease (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems:bladder infect"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and hair colour changes ("gray hair") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, basedow's disease, genital haemorrhage, menorrhagia, metrorrhagia, psychological trauma, cystitis, fatigue, gastrointestinal disorder, dental caries, teeth brittle, hormone level abnormal, nausea, nervous system disorder, weight increased, migraine, anxiety and depression outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, headache, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, basedow's disease, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hair colour changes, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, teeth brittle, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation:uterus') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems:bladder infect"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("neuro condit/prob") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full) on, (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, metrorrhagia, psychological trauma, cystitis, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder and weight increased outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, uterine perforation and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, general abnormal bleed, psych injury, perforation:uterus, bladder infection, fatigue, gi conditions, dental problems, hormonal changes, headaches, nausea, neuro condition/problems, weight gain, essure confirmation test(s) conducted, specify: no were added. Reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation:uterus'), genital haemorrhage ('gen. Abnorm. Bleed') and basedow's disease ('autoimmune disorder type of disorder: hyperthyroidism') in an adult female patient who had essure (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". Concomitant products included buspirone, cefalexin monohydrate (lexipron), levothyroxine, naproxen sodium (aleve) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2008, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced dental caries ("dental probs brittle and decay") and teeth brittle ("dental probs brittle and decay"). In (B)(6) 2017, the patient experienced basedow's disease (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems:bladder infect"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, basedow's disease, menorrhagia, metrorrhagia, psychological trauma, cystitis, fatigue, gastrointestinal disorder, dental caries, teeth brittle, hormone level abnormal, nausea, nervous system disorder, weight increased, migraine, anxiety and depression outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, headache, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, basedow's disease, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, teeth brittle, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation:uterus'), genital haemorrhage ('gen. Abnorm. Bleed') and basedow's disease ('autoimmune disorder type of disorder: hyperthyroidism') in an adult female patient who had essure (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". Concomitant products included buspirone, cefalexin monohydrate (lexipron), levothyroxine, naproxen sodium (aleve) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2008, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced dental caries ("dental probs brittle and decay") and teeth brittle ("brittle "). In (B)(6) 2017, the patient experienced basedow's disease (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems:bladder infect"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), nervous system disorder ("neuro condit/prob"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, basedow's disease, menorrhagia, metrorrhagia, psychological trauma, cystitis, fatigue, gastrointestinal disorder, dental caries, teeth brittle, hormone level abnormal, nausea, nervous system disorder, weight increased, migraine, anxiety and depression outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, headache, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, basedow's disease, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, teeth brittle, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number added. Concomitant medication added. Events ; abnormal bleeding (vaginal), autoimmune disorder type of disorder: hyperthyroidism, migraines, psychological or psychiatric problems condition: anxiety, depression, lower abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.